Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding outside of face between eye and nose on right side of face [skin haemorrhage]; puncture (cut) - outside of face between nose and right side of face /punctured the outside of my face between my eye and nose on the right side of my face [face injury]; (puncture) cut outside of face between eye and nose on right side of face [laceration]; brushhead came off and the dry metal rod punctured the outside of face between eye and nose on the right side of face [injury associated with device]; brushhead came off in mouth / brushhead breaking off the handle [device breakage]. Case description: a (B)(6) male consumer reported that on (B)(6) 2016 he was using his oral-b rechargeable toothbrush, version unknown, and the oral-b brushhead, version unknown came off and the metal shaft puncture cut the outside of his face between his eye and nose on the right side of his face. He also described that it bled a little, and to help relieve his symptoms he wiped off the blood. He stated that he did not know how it happened as the handle was fine and the brushhead seemed secure while he was brushing; however, all of a sudden, the brushhead broke and the metal rod went up and punctured his face. He stated he had just looked at the brushhead at the time of his phone call on (B)(6) 2016 and stated that it did stay secure on the handle when he put it back on, locking into place. He stated that this had happened before with the same type of brushheads coming loose/breaking off the handle. He explained that he was still using the brushheads, and that he typically used the product twice a day. He performed the scratch test and the logo did not come off. The case outcome was not recovered/not resolved. Other relevant history: allergy- bee stings. No further information was provided.